Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(4) 2014, inratio: 5.7, lab: 3.8. Time between testing: one hour. Patient self tester's therapeutic range: 3.5-4.5.

Manufacturer narrative:
Investigation pending.